Event description:
Initially it was reported that the patient was experiencing a slight increase in seizures and was referred for generator replacement. Clinic notes dated (B)(6) 2014 note that the patient¿s mother reports that the patient¿s seizures are slightly worse, but manageable and mostly occur in the setting of naps. It was later reported that the patient experienced a chronic seizure state and generator replacement was moved up. The patient underwent generator replacement. The explanted generator has been received and investigation is underway.

Event description:
Analysis of the returned generator was completed. There were no performance or any other type of adverse conditions found with the pulse generator. The returned generator showed an ifi condition. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.